Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a clinic follow-up, noise that resulted in oversensing and automatic mode switching was noted on the right atrial lead. No intervention was performed and the patient was stable and will continue to be monitored.